Manufacturer narrative:
Section a4, b1, g3, h5, h8: correction. Manufacturer's investigation conclusion: the reported event of a damaged strain relief was not able to be determined; however, the review of the provided event log file confirmed low voltage advisory alarms. The log file contained data from may 20 to (B)(6) 2020, where low voltage hazard alarms associated with depleted 14v batteries and routine power cable disconnect/low voltage advisory alarms were recorded. The low voltage hazard alarms cleared after the batteries exchanged. The system controller serial number (B)(6), was not returned for evaluation. Per additional information provided by the vad coordinator the controller will not be returned. Heartmate 3 patient handbook rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev f, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev d cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook rev d indicates that the user must connect to a mobile power unit when sleeping otherwise the alarms may not be heard. The batteries could run out of power, and the pump could stop before you hear the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297.

Event description:
It was reported that the patient controller has a damaged strain relief on the white cable. Patient experienced low voltage hazard alarm on (B)(6) 2020 while switching power source from mobile power unit to batteries. Controller was switched due to damaged white cable. Log file analysis showed low voltage events which were associated with normal battery depletion. Controller will not be returned.